Manufacturer narrative:
Concomitant medical products: product ID 3708120, serial# (B)(4), implanted: (B)(6) 2014, product type: extension; product ID 3888-56, lot# va0ds95, product type: lead; product ID 3487a-56, lot# va09359, product type: lead; product ID 3777-75, serial# (B)(4), implanted: (B)(6) 2014, product type: lead. (B)(4).

Event description:
It was reported that one of the patient¿s ¿leads felt like it was starting to come out through her skin.¿ it was noted that the patient¿s stimulation was still ¿good.¿ it was noted that the patient¿s leads were located across the back of the neck and were sitting diagonally to the right of the midline. It was noted that the patient was getting some soreness and muscle stimulation when the stimulation was up too high, but lowering the stimulation addressed that. It was ¿suspected that this was a wound healing issue and a plastic surgeon may need to better sew the leads in place to prevent further issues.¿ additional information received reported that the impedances were checked and determined to be ¿okay.¿ it was noted that no malfunctions were seen and the cause of the issue was not determined. No interventions were taken or planned. It was noted that ¿effective therapy was restored.¿ additional information received reported that the patient¿s leads had migrated. It was noted that they were covering the back of the patient¿s neck. It was noted that the ¿middle distal end of the lead that was backing out¿ to the right of the patient¿s lead incision on the high neck. It was noted that one lead was in the epidural space and one was in the neck.

Manufacturer narrative:
(B)(4).

Event description:
Additional information received reported that perioperative antibiotics were administered. It was noted that the patient did not have meningitis. It was noted that the patient experienced symptoms of redness and incisional wound opening. It was noted that the primary location of the infection was at the lead track. It was noted that a culture was not obtained. It was noted that the patient was given oral antibiotics.

Manufacturer narrative:
(B)(4).

Event description:
Additional information received reported that initially the wound had opened and the physician was concerned it would get infected, so they went back in and placed a new lead. It was noted that the health care professional (hcp) thought at the time that the lead had just broken through the skin and did not suspect an infection. It was noted that the lead revision was about 3 weeks prior to the report. It was further noted that the patient was getting the entire system explanted due to infection. It was noted that the infection "may have been related to the revision the patient had about 3 weeks prior to the report." It was noted that the patient was getting good therapeutic benefit from the system. Additional information received reported that a culture was not performed. The location of the infection was at the neck incision. It was noted that an explant of the device was performed on (B)(6) 2014. It was noted that the patient outcome was unknown.